Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The valve remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six days post implant of this bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the physician believed the valve implant procedure caused/contributed to the patient's complete heart block. If information is provided in the future, a supplemental report will be issued.